Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 27 mg/dl at the time of incident and the current blood glucose level was 48 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablets and food for low blood glucose event. The customer has been experiencing low blood glucose event since last 1 week. The customer was advised to visit the nearest emergency room due to severe cramping and reaction to treatment. The insulin pump will not be returned for analysis.